Event description:
It was reported that the patient's generator was replaced prophylactically. Pre-operative impedance and battery status was okay. No further relevant information has been received to date. Per historical hospital policy, the explanted generator was discarded.

Event description:
It was reported that the patient's battery was dead and the patient was having increased seizures and lethargy. The manufacturer's battery life calculation based on available data from the patient's device did not verify battery depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.